Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the drug infusion device. The drugs being delivered were clonidine, bupivacaine, morphine (unknown), and another unknown drug, all with an unknown dose and concentration. The reason for use was non-malignant pain. It was reported that the healthcare professional (hcp) "nicked the tubing" when he went to refill her pump on two occasions, and since 5pm yesterday ((B)(6) 2019) feels like the pump isn't delivering medicine through her body properly. Around 5pm yesterday evening she was in pain, which got worse throughout the night. After her hcp nicked the tubing the first time (christmas a couple of years ago), her symptoms included nausea, shaky, and a "withdrawal feeling." She's been getting blood thinner shots for reasons unrelated to the pump/therapy and found a band-aid over the pump, noting that she felt sweaty and "shocky" when she noticed this. Actions taken prior to the call included taking an "extremely strong pill" to get her through last night, which her hcp advised her to use in case of emergencies. She requested a bolus last night around 5pm but was denied pt says her bolus requests have been successful today. Per her ptm, the low reservoir alarm date is (B)(6) 2019. There was no out of box failure reported and there was no medical/therapy problem related to a small components product. The patient was redirected to follow up with the hcp to report symptoms and check the pump. Regarding the lockouts, it was reported that the ptm is indicating the patient is locked out from receiving a bolus. The caller reported being unable to successfully deliver a bolus. She tried to request a bolus last night at 5pm, but it was denied and got a 5-hour wait time. Her hcp set up her boluses so she can request one every 3 hours. Actions taken prior to the call included the patient requesting another bolus after waiting the 5 hours, and reports the bolus being denied again, this time with a 12-hour wait time. Her bolus requests have been successful today, and she thinks she can feel them. They reviewed information regarding lockouts, including accessing lockout information with ptm. Caller described lock out parameters as 5 times per day, 1 time per 180 minutes, and 1 time per 3 hours. They reviewed information regarding unsuccessful delivery of bolus. Further review indicates lockout is due to other reasons. One instance of poor communication was reported during the call while pulling up lockout parameter screen. To avoid potential uplink error, the patient was advised to hold the ptm over the pump until she hears the ascending tones before lifting the ptm to check the screen. The patient had resolved the issue prior to calling. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. Regarding the cause of the catheter getting kinked, it was noted that the tubing was lacerated during fill several years ago secondary to the patient flipping her pump. It was noted that there was no other occasion this occurred. Regarding actions taken, the patient was to be scheduled for a dye study to verify the integrity of the system. The hcp further noted that they believe the second event referred to was a report by the patient that their pump was bumped by a nurse at a rehab center and that the patient was concerned that something had happened to her pump and/or tubing. Refer also to MFR report number 3004209178-2016-10254 regarding pump flipping. It was further reported that the cause of the bolus lock outs via the ptm were not determined and they recommended assessment by manufacturer staff. The ptm lock outs had not been resolved.